Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. The unit was received and the investigation found the generator had the autobipolar function activated (enabled). The investigation identified the root cause of the reported event to be user error. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that when using the bipolar with the pedal, when the pedal is released, it continues to give energy.